Manufacturer narrative:
The insulin pump passed displacement test, rewind, self test, off no power test and basic occlusion test. No motor error alarm noted during testing. Unit was unable to prime during prime test due to moisture damage on the force sensor resistor. The motor was tested outside of the device and passed. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. No rewind anomaly noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump was received with partially broken reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, cracked display window and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer¿s blood glucose level was 200 mg/dl at the time of incident. Customer indicated that the pump was worn through airport scanners many times. Troubleshooting found that the alarm was unable to be cleared. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.